Manufacturer narrative:
Reference rs medical response to FDA's inquiry on (B)(4) dated (B)(4) 2009. The reported event was not initially filed as an MDR as the attending physician described the resulting discoloration as cosmetic in nature. Testing of a rep stimulator at a pulse intensity of 5 was determined to result in a level below the threshold of power density required to damage skin with a 2" square electrode pad. The reported skin damage did not appear to be electrical in origin and was deemed to have resulted from some skin hypersensitivity the pt had developed. MDR filed (B)(4) 2010.

Event description:
Pt reported suffering skin burns from use of tens stimulator and conductive garment after one use for four hours at a mid level intensity setting (5). She felt no pain but when garment was removed, the pt noticed blisters. Scarring occurred on all four places where electrode pads touched skin. Pt was prescribed an ointment and was referred to a dermatologist. Pt earlier reported receiving a rash, skin irritation from 2" round electrode pads prior to receiving the conductive garment. Pt received sensitive skin pads prior to receiving garment. Pt filed an MDR report ((B)(4)) based on the complaint. Subsequent follow-up info supplied by the pt showed photographic evidence of hyperpigmentation on areas of the back related to electrode pad placement possibly resulting from a contact dermatitis. The resulting effect appeared to be cosmetic in nature.